Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 1 instances of battery compartment and cap failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 51 allegations of a malfunction, 32 pumps were returned to animas and investigated. Of the investigated pumps, 32 were found to be malfunctioning due to battery compartment cracks, damaged battery caps, moisture within the pumps. During investigation for unrelated complaints, there were 51 additional failures found.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 51 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment and cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-84 years of age and between 70 and 203 pounds. Of the reported patients, 22 were male, 28 were female, and 1 was unknown.

Manufacturer narrative:
Device evaluation: in quarter 2 of 2018, there were 12 instances of battery compartment and cap failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the (B)(4) program.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 1 instances of battery compartment and cap failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.